Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a "failed [xen®45 gts] that had to have a tube implanted by another surgeon."